Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Manufacturer's report date: 07/08/2015. Internal file no: (B)(4). The customer's report that the tubing split above the pump segment was confirmed. During visual inspection it was noted that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment connection was received. No crush marks were observed on the upper fitment. The separated silicone was manually reassembled and fully reseated by hand. Functional and pressure testing was performed; the set flowed freely without any leaks or issues. The root cause of the tubing separation is customer misuse of stretching the tubing while it was loaded in the pump.

Event description:
It was reported that while addressing air in line issues the nurse stretched the tubing while the pump segment was still loaded in the pump and the tubing broke and split in two above the pump segment. An antibiotic was being infused and spilled. No pt harm or medical intervention was reported. No further pt/event info was reported.